Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right plunger case was found cracked by the right bottom corner. Force sensor test error found in pump event history log. Power up test was able to find force sensor test error during the test. There was contamination found inside the plunge assembly. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The root cause of the reported issue was found to be customer damage. Actions were taken to mitigate the reported issue: replaced the whole plunger assembly.

Event description:
It was reported that the device was showing motor rate error. No patient injury was reported.